Event description:
It was reported that one of the patients leads migrated which started to cause an eruption at the skin.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 18016878.